Manufacturer narrative:
(B)(4).

Event description:
According to the reporter:this is an unused endostitch suture from the same lot which the suture has been coming off the needle during the procedure while using the device. It's happened multiple times with a highly proficient surgeon and staff with endostitch/suture. The device was not used on a patient and there was not harm to the patient. Additional information requested from the account but not yet received.

Manufacturer narrative:
(B)(4).